Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed for a nephrostomy exchange for drainage on an unspecified date. At an unspecified time, the catheter tube separated. Additional information regarding event details and patient outcome has been requested, but is not available at this time.

Event description:
No additional information has been added to the event description.

Manufacturer narrative:
Investigation - evaluation. A visual inspection of the device could not be conducted during the investigation as the complaint device was not returned. Based on information from the customer that the separation was a cut made by the facility for removal of the device and no fracture or material separation occurred, there does not appear to be an issue related to the performance of the complaint device. Because there is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of this device, this is not a complaint. No further investigational activities are required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2018 noted that the tube breakage originally reported was actually a cut made by the facility for removal of the device. There was no fracture or material separation of the catheter tube.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.